Event description:
It has been reported that tibial insert wouldn't snap down. Surgeon used backup insert of same size that fit fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.